Event description:
A report was received that the patient was experiencing irritation and tenderness at the ipg site due to migration. It was also noted that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.